Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. A root cause could not be determined. Reportedly, the customer successfully restarted the continuous glucose monitor (cgm) sensor session using the same transmitter, and also indicated that a replacement transmitter was available for use.